Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic today for routine follow up and was found to have had pump stops on (B)(6) 2019. Patient recalled having heard the alarms on that day while on battery power. They stated that they were sitting in a chair and bent over to pick something up. They did not call and report alarms at the time because it was brief and they thought they had inadvertently done a self test. This patient has been supported with an ungrounded cable since 2017. The data showed that there were 2 pump stops recorded on (B)(6) 2019 the first was at 13:43 and the second occurred at 15:58. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on batteries. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. The x-rays you sent in were unremarkable there was no are that was seen to be concerning. In your email you indicated that the patient heard the alarm as she bent over this may be an indication that the issue is internal. There were no other issues after the last reported pump stop on (B)(6) 2019 at 15:58. Percutaneous lead repair was scheduled for (B)(6) 2019. A repair has decided not to be pursued at this time; drive line repair scheduled for (B)(6) 2019 was canceled. Patient had been moved up on the transplant list. No further or additional information was provided.

Manufacturer narrative:
Section b1, g3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported pump stoppages were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppages and hazard alarms that occurred while the patient was supported by battery power could be indicative of driveline damage. The submitted log file contained data from (B)(6)2019 through (B)(6)2019. The log file captured pump stoppage events on (B)(6)2019 with corresponding low speed/flow hazard alarms while the system was supported by battery power. Additionally, during the one of the pump stoppage events, the voltage levels for the black and white power cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log file. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in the patient outcome, the patient under went transplant (B)(6) 2019.